Event description:
It was additionally reported that it was hard to push the cannula through the scope and also that when they are moving over the elevator, it felt like it was getting caught. The scope also felt tight and very hard to get in the right position. The customer was using a non-olympus guidewire when the friction and positioning issue occurred. It was further clarified that the procedure was not cancelled.

Manufacturer narrative:
This report is being supplemented to provide additional information received from the customer. New information added to the following fields: b5 and d10.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to the initial with information inadvertently left out (updated field b5 and d10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a specific root cause of the suggested event "channel and forceps elevator issue during insertion of endotherapy accessories in the channel. Due to it, the physician was unable to maneuver the scope to access common bile duct and the procedure was unable to be completed" could not be identified with the information received. The event can be detected and/or prevented by following the instructions for use which state: -3.8 inspection of the endoscopic system (inspection of the instrument channel and forceps elevator: warning) "check the movement of the endotherapy accessory by operating the elevator control lever several times to raise the forceps elevator. Otherwise, the endotherapy accessory may move in unexpected directions, and patient injury, bleeding, and/or perforation may result." "Insert the endotherapy accessory through the biopsy valve. Confirm that the endotherapy accessory extends smoothly from the distal end of the endoscope. Also, make sure that no foreign objects come out of the distal end of the endoscope." - 4.3 using endotherapy accessories: warning "if insertion or withdrawal of endotherapy accessories is difficult, straighten the bending section as much as possible without losing the endoscopic image. Inserting or withdrawing endotherapy accessories with excessive force may damage the instrument channel or endotherapy accessories and could cause some parts to fall off and/or cause patient injury." "While raising the forceps elevator, do not insert or withdraw the endotherapy accessory with excessive force, open or close the distal end of the endotherapy accessory, or extend the needle of the instrument. This could damage the instrument channel and/or the endotherapy accessory and could cause patient injury, bleeding, and/or perforation. If the endotherapy accessory cannot be inserted or withdrawn, the distal end of the endotherapy accessory cannot be opened or closed, or the needle of the instrument cannot be extended, move the elevator control lever in the opposite direction of the ¿ u¿ direction to lower the forceps elevator." -5.2 troubleshooting guide (endotherapy accessories) "the endotherapy accessory does not pass through the instrument channel smoothly. An incompatible endotherapy accessory is being used. Refer to ¿combination equipment¿ and select a compatible endotherapy accessory." Olympus will continue to monitor field performance for this device.

Event description:
This complaint was created due to the customer stating that this reported problem has occurred in every ercp scheduled (65+ cases) for patients of all ages, weights, genders, and ethnicities. The user does not believe this is patient specific and no patient/event information has been provided. Additionally, although the first reported procedure was therapeutic, it was reported that problems occur with both therapeutic and diagnostic procedures. Physicians are unable to perform the procedures. Therefore, the procedures either get cancelled or rescheduled, as the physician states the scopes are not stable. In-service has been performed and training and the reported problem is still ongoing. The user states "a lot of the patients need additional procedures due to the scope being incompetent."

Manufacturer narrative:
The suspect device referenced in this report was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation. This report has been submitted by the importer under this MDR report number (B)(4).

Event description:
It was reported that after receiving the duodenovideoscope back from repair, friction was noted when sending items down the scope channel and the elevator is difficult to position. At the time of event, the patient was undergoing an endoscopic retrograde cholangiopancreatography (ercp), which could not be completed as the physician was unable to maneuver the scope to access the common bile duct causing a delay in patient care. It was relayed that the patient was stable. It was further relayed that the procedure was deferred to interventional radiology (ir) as it had to be completed urgently. No specific details were provided. It was reported that the device was inspected prior to use. There were no reports of patient harm. Additional information has been requested from the customer contact but has not been provided at this time.